Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The guide wire was returned to csi for analysis. A guide wire fracture at the proximal spring tip solder bond was confirmed. Scanning electron microscopic analysis identified ductile torsion consistent with an abnormal stress condition. The exact root cause of the fracture is undetermined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 90% stenosed, 2.5 mm diameter, severely calcified lesion in the right coronary artery (rca) and into the posterior descending artery (pda) or right posterolateral artery (prl) branch with two low speed treatments. Atherectomy was performed without issue and the oad was removed. The physician then noticed the viperwire advance guide wire had fractured. An unsuccessful attempt was made using a workhorse wire to retrieve the tip fragment due to the distal location. Balloon angioplasty and stent placement were performed entrapping the tip fragment against the vessel wall. The patient was in stable condition, and discharged home.